Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The facility reports, during a lifting operation, the patient was placed into the sling and the sling was attached to the lift. After checking the sling for proper attachment, the patient was raised off of the bed. At this point, one of the leg strap disengaged from the lift and the patient slipped out of the sling hitting the back of his head. There was no mention as to what he hit his head on. The resident went to the emergency room and a cat scan was done. The results of the scan were not reported. An arjohuntleigh representative inspected the lift and sling. The unit had numerous scratches on the base and legs consistent with normal daily use. The castors were fully functional. The mast had evidence of the handset cord being caught between the mast and jib carriage. The scale load cell cover was marred due to contact with door header. The sling was in good condition with no rips, tears, or thread deterioration. Clips snap in position on the lift attachment points. The lift and scale are fully functional to OEM specs. (B) (4)